Manufacturer narrative:
This is one of a set of complaints that were all reported to syneron in the same general timeframe and described similar patient reactions; all of these cases also used the same system and handpiece (as identified by serial number). Upon receipt of the original complaint, the company determined that this was not a reportable event. However, upon the recent receipt of similar complaints (in (B)(6) 2016) which the company concluded were reportable, syneron has re-evaluated this complaint and determined that, in an abundance of caution, it should now be reported. [The first reported serial number is that of the system, and the second reported serial number is of the applicator/handpiece used in this treatment.] [The applicator itself is re-used, but the patient-contacting component of the system (with which it's used) is single-use.] A number of technical problems (screen distortion, inversion of colors, and handpiece damage / inability to fully connect to system) had previously been reported on (B)(6) 2015; the system was serviced and repaired on 7/17/15. None of the identified issues were clinical- or safety-related, and none are believed to be connected to the reported patient event. Treatment logs were downloaded and analyzed and no issue was found. Temperature, impedance, power and energy levels were as expected, and the profound system passed all testing. Additional information was requested from the site regarding the patient's medical history, but has not been received. Upon evaluating all of the available information, it was determined that the most probable root cause of the adverse event was improper needle insertion. The identified risk is already addressed in the device risk analysis.

Event description:
Patient injury/adverse reaction reported post-treatment with profound system at transformations plastic surgery. Treating physician was trained by syneron clinical trainer on the same day as the event. Female patient, fitzpatrick skin type iii, was treated on the lower cheeks, jawline and upper neck. The treatment area was shaved and cleaned before treatment, and a topical anesthetic was used. Known treatment parameters were in accordance with manufacturer recommendations: 67 degrees, 4-second pulse duration, density 4 mm. Treatment included a single pass of the device over most of the treated region, with a double pass over identified problem areas. Patient did complain that some areas felt very painful at certain points in the treatment. Immediate treatment response was swelling, minimal pinpoint bleeding, and pain; after the treatment finished, the response was swelling, pain, bruising, and erythema; one day post-treatment, the response was the same with more bruising; and one week post-treatment, patient exhibited the same reaction but also with "bumps" and skin sensitivity. Post-treatment photos (~1 month afterward) also showed welts on the treatment area. But overall, the severity of the injury was reported as "low." Upon evaluating all the available information, it was concluded that the most probable root cause of the adverse reaction was improper needle insertion.